Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was oversensing far p-waves triggering inappropriate mode switches. Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.